Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was in good condition. The device booted, initialized, and functioned normally. A review of the system logs showed no error messages. It was reported that the unit did not turn on. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the power supply smelled burned. The most likely cause for the additional condition was traced to a component failure. Other unreported conditions were identified: backlight power cable worn; 1 wire loose in connector. No functional failures. The most likely cause for these additional conditions were traced to component failures. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit did not turn on. There was no reported patient involvement or outcome. Medtronic's initial evaluation of the incident device found the power supply smelled burned.